Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she wished to replace her insulin pump, after reading a safety notification letter regarding the scroll wrap feature. The letter explained the potential of the insulin pump to deliver insulin through accidental button pushing. The customer stated she had pushed buttons accidentally but always caught herself. Her blood glucose was 106 mg/dl at the time of reporting this. Nothing further was reported.